Event description:
It was reported that the device reached eri (elective replacement indicator) abruptly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the battery did not find a root cause of the rapid voltage depletion seen in the performance data voltage curve. Based on the destructive analysis results, no internal short was present in the battery at the time of the analysis. There was an opening in the anode separator enclosure, but there was no lithium material near the cathode tab, indicating no internal short since the lithium was not touching the cathode tab or exposed cathode material.